Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thoraco/partial resection of lung. According to the reporter: at the 2nd firing, bleeding from the stump was observed. Since it was quite difficult to stop the bleeding, the procedure was converted into open chest surgery. The surgeon states the staples were not formed properly and some staples were formed square-shape. Bleeding was more than 500 cc. The case was extended by more than 30 minutes. No reinforcement material used in conjunction with the stapling device.